Event description:
Additional information was received from the patient. The patient stated that they have ongoing uti being treated but has not had the issue resolved. The device removal is planned but no date has been scheduled. No further complications were reported.

Manufacturer narrative:
Upon further review, patient code e1310 should've been coded. B3 date of event is an approximate date for the year. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that patient was treated for urge incontinence and urgency frequency. Patient had uti's prior to implant and are related to patent's underlying condition. The uti's became more frequent since the device depleted but the device did not contribute to the uti's. Uti was reported as resolved. The ins removal and replacement occurred in (B)(6) 2022. Current device is still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  implant is dead and has been so for about 4 months. They were going to put a new one in but patient was too afraid during the start of covid. Patient has a uti and another infection on top of the uti and cannot get the doctor to respond to them. Patient thinks their healthcare provider (hcp) is so busy and overwhelmed that is why they are not getting back to the patient. Last year while in the hospital patient was told they should have the device taken out because patient kept getting uti's and was told that any time there is a foreign object in the body there is a higher risk of infection. The patient was asked to clarify if they have an infection at the implant site or only referring to uti. The patient did not know. The patient goes to the bathroom every 30-40 minutes and is frustrated, tired, and has a fever. The event date was not clear because patient's timeline of events was confusing to follow. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported.